Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a the patient¿s caretaker. It was reported that the patient¿s implantable neurostimulator (ins) battery hadn't been working for a while and they speculated that it needed to be replaced. The caller stated that the patient didn't have any external devices with them, so they believed that the patient hadn't charged their ins since at least (B)(6) 2016. It was reviewed that the ins was a rechargeable model that needed to be charged regularly; it had a nine year life cycle under normal charging conditions and would likely be in an overdischarged state if charging wasn't maintained. The patient was to reach out to a healthcare provider (hcp) to discuss troubleshooting or replacement options. No further complications were reported or anticipated.

Event description:
The consumer reported that the implant is not working and it doesn't control the pain. Consumer requested that they would like to have a manufacturer representative visit them and go over it. It was reported that the patient has moved to a nursing home because of worsening pain symptom. It was reported the pain is continually getting worse. The patient indication for use is chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.